Event description:
It is reported that the pt was revised due to dislocation and fracture of the liner.

Manufacturer narrative:
Eval summary: photos of the removed femoral head and liner were provided which show half of the rim of the liner has fractured off in several pieces. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol is unk. Factors which may contribute to dislocation may be one or a combination of the following mechanisms: improper neck length and offset, malalignment of the femoral stem/neck assembly, misalignment of acetabular cup, extent of missing connectivity between the stem/neck/head interfaces, extent of soft tissue tension, impingement, extent of reduction during surgery, or pt health, muscle laxity, medical history, and activity level. The exact cause for this event cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.